Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in mildly tortuous and severely calcified left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent strut was damaged due to scratch with the guidezilla guide extension catheter. The device was removed and the procedure was completed with another of the same device. There were no patient's complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in mildly tortuous and severely calcified left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent strut was damaged due to scratch with the guidezilla guide extension catheter. The device was removed and the procedure was completed with another of the same device. There were no patient's complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x38mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal region were noted to be lifted from the crimped position. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. (E1) - initial reporter facility name: (B)(6). (E1) - initial reporter city: (B)(6).